Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The cause of high pli was not determined. There are no patient issue or symptoms. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the device continued to exhibit high out of range pacing lead impedance measurements. The cause of high oor pli was not determined. The field representative could not provide any further information regarding the event. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.